Manufacturer narrative:
Correction: section h6: investigation findings: 4248 - usage problem identified code is not applicable. Updated manufacturer's investigation conclusion: the reported event of clock not set alarms and batteries being depleted was confirmed via log file analysis. A review of the log files contained overlapping data spanning approximately 6 days ((B)(6) 2000 ¿ (B)(6) 2000, (B)(6) 2000, (B)(6) 2023, (B)(6) 2023 per timestamp). Controller clock not set alarms were active from the beginning of the log file. The events leading to the initial timestamp reset were not captured in the log file. Starting (B)(6) 2000 at 16:21:16, while connected to batteries, low power advisory alarms activated due to routine battery depletion. At 18:28:06, the alarms transitioned into low power hazard alarms and at 18:36:04 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 20:26:28 due to the backup battery power being depleted. The backup battery provided power to the pump for 1 hour and 50 minutes. The controller then lost total power at 20:29:03 and shutdown. The duration of the pump stop could not be conclusively determined due to the controller clock being reset to the default timestamp of (B)(6) 2000 at 0:00:00, once connected to a power source. The clock was set to an updated timestamp on (B)(6) 2023 at 17:00:00. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was returned for analysis in unremarkable condition. Per the provided information, the patient was presented to the emergency department with the pump off and stroke like symptoms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported clock not set alarms was determined to be due to the clock resetting to the default timestamp after the controller lost total power. A root cause for the batteries becoming depleted was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, power cable disconnect, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 IFU section 2 - ¿system operations¿ states, ¿the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes¿¿. Heartmate 3 IFU section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to outside hospital with stroke like symptoms and pump thrombus suspected. The outside hospital was unaware if pump was on when the patient arrived. The patient was connected to the power module and the pump restarted. They were then transferred to their home hospital. They had their controller exchanged. The account reported that the log files showed multiple pump off events, incorrect time and dates, and controller clock not set alarm. Log file analysis by technical services showed the pump was running at set speed of 5500 rpms at the start of log files, 0:02:38. The controller clock corrupt message was present in the log file so it was noted that the time may not be correct. There were power cable disconnects alarms and battery depletion observed. At that time, it appeared the pump was being supported by the controllers internal battery and still running. The pump was stopped by an intentional pump stop at 20:26:38. On (B)(6) 2023, the pump was re-started, and it appeared to be functioning as intended at this time. The log ended on (B)(6) 2023 at 20:03:53. Related pump MFR# 2916596-2023-00801.

Manufacturer narrative:
Patient gender and weight requested but not provided. Investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported event of clock not set alarms, batteries being depleted, and a pump stop was confirmed via log file analysis. A review of the log files contained overlapping data spanning approximately 6 days ((B)(6) 2000, (B)(6) 2000, (B)(6) 2023, (B)(6) 2023 per timestamp). Starting on (B)(6) 2000 at 16:21:16, while connected to batteries, low power advisory alarms activated due to routine battery depletion. At 18:28:06, the alarms transitioned into low power hazard alarms and at 18:36:04 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 20:26:28 due to the backup battery power being depleted. The backup battery provided power to the pump for 1 hour and 50 minutes. The controller then lost total power at 20:29:03 and shutdown. The duration of the pump stop could not be conclusively determined due to the controller clock being reset to the default timestamp of (B)(6) 2000 at 0:00:00, once connected to a power source. The clock was set to an updated timestamp on (B)(6) 2023 at 17:00:00. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(4)) was returned for analysis in unremarkable condition. Per the provided information, the patient was presented to the emergency department with the pump off and stroke like symptoms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the reported clock not set alarms was determined to be due to the clock resetting to the default timestamp after the controller lost total power. A root cause for the reported pump stop was determined to be due to the patient¿s batteries not being replaced in a timely manner, leading to full battery depletion. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, power cable disconnect, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use section 2 - ¿system operations¿ states, ¿the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes¿¿. Heartmate 3 instructions for use section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.